Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to d6a partial implant date: 2007 was provided.

Event description:
Healthcare professional reported a right side rupture diagnosed via ultrasound. The device has been explanted.